Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found a leaking kink on the exposed portion of the soft cannula. It could not be determined when this damage occurred. The data showed no timeouts, drive stalls, or pulse width increases that would indicate the pod struggling to deliver insulin while worn. Lot release records were reviewed and the product lot met all acceptance criteria. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose levels reached 318 mg/dl while wearing the pod between 24 and 36 hours. As treatment, a new pod was applied.